Event description:
The device reportedly did not discharge properly during pt use. A back up device was obtained and connected to the pt using the same therapy cable. The back up device delivered 1 defibrillator countershock, but allegedly would not deliver a second shock to the pt. The pt's outcome was not reported.